Manufacturer narrative:
Case (B)(4), the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained. The complaint could not be confirmed. There was no report of any device malfunction or procedure related events during the procedure.

Event description:
It was reported that on (B)(6) 2018 a male patient underwent an off-pump sub-x convergent procedure, patient was not heparinized. During procedure there was no reported device malfunctions or procedural complications. Approximately 4 weeks post-procedure patient presented with pericarditis and inflammatory effusion requiring a pericardial window. As of (B)(6) 2019, the patient is doing well. There was no report of any device malfunction. This event is a procedure related complication.